Manufacturer narrative:
(B)(4) - retract, difficult to. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient (patient age unknown, however over 70 years). According to the complainant, the stent was advanced into bile duct and positioned for deployment. However, the medical technician was unable to pull back on the catheter system to start stent deployment. The catheter system was advanced proximal into the bile duct until the entire stent catheter (yellow transition zone and reinforced gray catheter) were inside the bile duct. They began to deploy the stent by pulling back on the white hub and the stent advanced out of the catheter. Once the distal end of the stent began to deploy, the entire system was pulled distally out of the bile duct until 2-3cm of the stent struts were visible out of the ampulla. The stent was then deployed successfully through the stricture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.